Event description:
The patient called to report several sensor error alarms, and was assisted. The patient then called to report that he was just treated by the paramedics because his blood glucose dropped to 46 mg/dl. He stated that he was treated with toast and apple juice, and his blood glucose went back up to 96 mg/dl. Found that the patient was getting very different sensor and blood glucose readings. The patient stated that he inserts the sensor in his back side, and wears them for up to six days as instructed by his trainer. Advised the patient that the sensors are supposed to be worn in the abdomen, and for only three days. In addition, found that the patient was not calibrating properly. Advised the patient to speak with his trainer again about the proper use of the sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.